Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery and the load process. Customer's blood glucose (bg) level was approximately 500 mg/dl, which was addressed with a bolus via the pump. The customer would also deliver a manual correction injection to address elevated bg level. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.